Manufacturer narrative:
Summary of investigation: there are previous confirmed complaints of this code-batch regarding needle detachment. We manufactured (B)(4) units of this code-batch. There are no units in our stock. We have received 48 closed samples and 2 open and manipulated samples (contaminated) with the needle detached from the thread. To evaluate the conformity of this unit, we performed the following tests: tightness test to the closed samples received has been performed and the units are tight. Needle attachment strength results conducted on the 48 closed samples received are 2.70 kgf in average and 0.01 kgf in minimum. The results do not fulfill the european pharmacopoeia (ep) requirements (ep requirements: 1.83 kgf in average and 0.61 kgf in minimum). When we have conducted rotation test in all closed samples received, we have noticed that 6 threads break easily next to the needle. Then, breakage of the thread in that area could have been caused by too much thermal treatment in the manufacturing process, which causes the thread burnt and breaking easily in the attachment area. Batch manufacturing record: reviewed the batch manufacturing record, this product had no incidences related to this issue and was released fulfilling usp/ep and b. Braun surgical specifications. Conclusion root cause analysis: the most probable root cause is that it was caused by too much thermal treatment applied to the thread ends that caused the thread to be fragile and break in the attachment area. Final conclusion: considering that the results of samples received do not fulfil the b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the samples received. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client reported that the needle and thread were separated during the preparation. Additional information has not been provided.